Event description:
It was reported that the 9600 system locked up during a case. The system would not reboot and the procedure was completed with another system. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The wiring harness was replaced during the service call. The system was tested and found to be working as intended and put back into service.